Event description:
The customer reported approximately twenty (20) milliliters of green fluid dripped from under the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing at pinch valve 37 (pv37) was cut between feed through fitting #107 to feed through fitting #124. The fse replaced the tubing at pv37 and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the cut tubing. A definitive root cause is unknown. (B)(4).